Manufacturer narrative:
The device used during the reported event was requested however to date it was not received. The lot/device manufacturing records were reviewed and did not find any anomalies or discrepancies related to the reported event.

Event description:
A report from a user facility in the (B)(4) stated that the cutter failed to function properly during the procedure. The cutter was changed and the procedure continued without any injury or consequences to the patient.